Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws of the device cut the vessel? Was there a clip in the jaws of the device? Did the clip cut the vessel? Were all four devices used in this procedure?

Event description:
It was reported that during an unknown procedure, the mcm20-tpmecc, ligaclip applier was cutting the vessel instead of clamping. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient.